Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device 's biometric scanner had stopped working due to a connection problem. A field service engineer rebooted the station and reseated the scanner 's universal serial bus cable connection to resolve the issue. The contact information was left blank due to the reported issues found by the field service technician while on-site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the biometric scanner was failed. The customer reported that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.